Event description:
Procedure type: low anterior resection. According to the reporter: the tissue pin did not stay on his place. After removing the stapler the staples were not closed and therefore the colon was still open. Because of this they could not make an anastomoses and they had to convert to an apr with a remaining stoma.

Manufacturer narrative:
(B)(4).